Manufacturer narrative:
(B)(4). The device is no longer serviced by baxter. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted baxter to report a patient controlled analgesia (pca) ii device in which the patient received a "double dose" of morphine. For the initial set-up, it took approximately 2 milliliters of 50 milliliters syringe to prime the tubing. The original settings of the pca: pca dose 0.5 milligrams, lockout 15 minutes, basal does 3 milligrams/hour and total 1 hour dose allowed 5 milligrams. Settings were increased 15 minutes later. The device had to be turned off and restarted again to clear the original settings and insert the new settings. The new settings of the pca: pca dose 0.5 milligrams, lockout 15 minutes, basal dose 4 milligrams/hour, total 1 hour dose allowed 6 milligrams/hour. Approximately 1 hour and 10 minutes after initiation of the device, it was noticed that about 14.5 milliliters had been administered. According to the customer the maximum dose allowed should have been 6 milligrams/hour programmed into the device. The device was stopped. The patient had 6 injections, 29 attempts at the time the device was stopped. There was patient involvement. There was no adverse event or patient injury. There was no further complaint information available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.